Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). (B)(6). Device evaluation: result - the customer returned (10) 1 cc, 6 mm, 31 g syringes in an open poly bag from lot # 5187591. All returned syringes were examined and all exhibited the shield securely on the syringe and no needle through the shield. No exposed cannula was observed. A review of the device history record was completed for lot #5187591. All inspections were performed per the applicable operations qc specifications. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure as no exposed cannula was observed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the employee was checking the price of a package and received a needle stick injury as the suspect device was without the protective needle cover. No medical interventions were received.